Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on levels t1, t8 and t9. A cement extravasation in the inferior disc to level t9 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow-up with representative.